Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device could not be stablished. No safety mode signals were observed. Review of data noted no suspicious faults or resets as well as no gradual increased power consumption. The device was opened and the battery was removed. Battery analysis results found depleted cell with no battery-related failure determined. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to having entered in safety mode. This device is expected to be returned for evaluation. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to having entered in safety mode. This device is expected to be returned for evaluation. No further adverse patient effects were reported.